Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device was explanted and replaced due to recommended replacement time (rrt).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) and multiple episodes of non-sustained ventricular tachycardia (vt). It was noted that this was due to electromagnetic interference on the implantable cardioverter defibrillator (ICD) as the patient is a farmer who works on farming equipment, such as tractors. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.